Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has been resolved.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not establish communication with external devices following a serious fall. A manufacturer representative was unsuccessful in initial troubleshooting with the device. Surgical intervention may take place to resolve the issue.